Event description:
Allergan rep reported a pt with bilateral blepharoplasty was experiencing left eye stiffness and palpability of the seri. Physician removed the seri from the left eye.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Allergan has rec'd the product however the analysis has not been completed at this time. The events of "stiffness" and "palpability" are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.